Manufacturer narrative:
Investigation summary: seven sealed safetyglide needles were received, confirmed to be from batch #8143729 (material 305902). Each needle was taken out of the package and visually evaluated. No visual defects were observed. Each needle was then attached to a 3ml syringe and had its safety shield activated to test function. All safety shields activated as expected without issues. No defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the reported defect was not identified in the samples received. Root cause description: n/a. Rationale: the reported defect was not identified in the samples received.

Event description:
Material no.: 305902, batch no.: unknown. It was reported that after use of the bd safetyglide¿ needle the safety mechanism was stuck and resisting to lock resulting in a needle stick to the left thumb of the nurse. Nurse received blood work and is taking prophylaxis; patient also agreed to blood work. The following information was provided by the initial reporter: verbatim: safety mechanism was stuck and resisting to lock; needle stick occurred on the left thumb with a used needle.